Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the returned device, a root cause could not be determined. The device history record (DHR) was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that two of their endogator irrigation tubing sets split and leaked water onto the floor. No report of injury.

Manufacturer narrative:
The investigation into the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.